Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on an unknown date/time approximately a week prior to contacting lfs for assistance. The patient informed the cca that she manages her diabetes with an unknown type/dose of insulin and is a self adjuster. She denied taking any action in regards to her usual diabetes management routine in response to the alleged issue. She claimed at an unknown time after the alleged issue occurred; she developed symptoms of "weakness and shaking." She was treated with food and/or drink by a non-hcp that same day. No other device was used for testing. At the time of troubleshooting, the cca noted that issue was not resolved, upon retesting over the phone the meter read error 5, however, the patient couldn't recall if this is the error she encountered earlier. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.